Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist has recommended that they to be a patient for byte. The dentist recommended an actual - in office - orthodontist due to their uneven jaw bite and the patient requiring a physical orthodontist. A letter/note was provided by the patient from the dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.